Event description:
It was reported that the patient underwent replacement surgery on (B)(6) 2016. The explanted generator has not been received to date.

Event description:
The explanted generator was returned to the manufacturer for analysis. Generator analysis has not been completed to date.

Event description:
The explanted generator was analyzed by the manufacturer and verified that the generator was likely exposed to electrocautery during implant. The pulse disabled byte was enabled, but the battery voltage with the generator case removed did not indicate a pulse disabled condition. The pcba performed according to functional specifications.

Event description:
Review of the available programming and diagnostic history showed normal diagnostic results and an ifi condition during an office visit on (B)(6) 2015. A battery life calculation using the available programming history showed approximately 6.9 years remaining. Review of internal device data showed that a vbat < eos threshold condition was observed at the first post-operative interrogation on (B)(6) 2014. The battery voltage was 3.541v with 2.351% battery capacity used. The device was subsequently programmed on. The ifi condition was observed on (B)(6) 2015 and the battery voltage was 2.761v with 18.563% battery capacity used. This data indicates that the patient's generator was hit by electrocautery during implant which caused pre-mature battery life.

Event description:
It was reported that the vns patient's device tested and showed lead impedance within normal limits and an ifi condition. The patient's device did not show an ifi condition when it was last tested in (B)(6) 2015 and was not expected to have reached an ifi condition based on programmed settings. It was noted that the patient wore his magnet on a necklace and the device showed approximately 3900 magnet activations since implant. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Attempts for additional relevant information have been unsuccessful to date.